Manufacturer narrative:
Zoll has not yet received the product for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During the cooling phase of ivtm therapy, approximately 6 hours after the initiation of the treatment, the thermogard ivtm system (sn: (B)(4)) alarmed and displayed an "air trap" message. The user noticed that the 500-ml saline bag was empty. Leak on the start-up kit (suk) (lot # unknown) was suspected. The user swapped the saline bag and a new suk set up was placed to clear the error message, and the therapy continued. However, after an unknown period of time, the thermogard console displayed a mid09 (air trap assembly) error message. There were no traces of fluid on the floor or on the patient's bed; however, the user observed traces of saline on the air trap assembly. No further information was provided. No consequences or impact to patient. Later, when the biomed cleaned the filter and tested the ivtm system, tcmid:06 (ce post failure) error message was observed. No further information could be obtained from the customer.

Manufacturer narrative:
The thermogard xp ivtm system (sn: (B)(6) involved in the reported complaint will not be returned to zoll for evaluation and was not evaluated at the customer site because the customer was able to resolve the problem by cleaning the air trap block. Therefore, service was not required to be performed by zoll.